Event description:
Treatment of a 6.0cm avm (arteriovenous malformation) located at the superficial part of the right cerebrum, s/m grade: 4, eloquent area, hemorrhagic lesion. It was reported that the patient underwent the first onyx embolization treatment on (B)(6) 2009 in which a total of 4 onyx 34 were used with a total volume of 2.72ml injected. A second onyx embolization treatment was done on (B)(6) 2013 in which 3 onyx 18 were used with a total volume of 3.85ml injected. During the second procedure, it was reported that the physician felt slight difficulty in removing the catheter which resulted in an sah (subarachnoid hemorrhage). The sah got less severe. The avm was completely excised on (B)(6) 2009; however, left hemiplegia and postoperative infection were observed. It was reported that there was no difference in the condition of the hemiplegia at the 6-month follow-up; however, the bone flap defect and postoperative infection improved. There was no sah observed. According to the 24-month follow-up, there was still no difference in the condition of the left hemiplegia. The sah and postoperative infection were not observed and the bone flap defect was restored by cranioplasty. Same event as MDR # 2029214-2013-00426.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in the event is as follows: model: 105-7100-080 / lot: 7471460 / dom: 06/02/2009 / exp: 04/30/2012. (B)(4).